Event description:
Pt to ambulatory surgery center for elective tubal ligation. During the initial insertion of the laparoscopic trocar laceration of the iliac artery occurred, resulting in severe hypovolemic shock and renal insuffiency. The pt did improve and was discharged. The surgeon questioned the design of the laparoscopic trocar as possibly being a contributing factor to the injury. His peers felt occurrence was the responsibility of the user. This md has also spoken to the MFR. At the surgeon's request this has been reported.